Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul--2019 with the following findings: during investigation, the audio alarm was unable to be adequately tested due to an unrelated moisture damage issue. The vibratory alarm feature functioned normally. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.